Event description:
A malfunction on the pump was reported, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. The customer received assistance from technical support to reset the pump, which resolved the malfunction, and was advised to continue using it while being instructed to contact support if the issue recurred.